Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of capture three hours after implant. The physician elected to replace the device.